Event description:
The valved-graft was explanted due to endocarditis. The anastomosis site on the conduit contained trichosporan species of fungus; however, the valve itself was in pristine condition. The valve was replaced with a homograft. The valve has been forwarded to infection disease and will possibly be returned to sjm.